Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It was observed that the criteria for the right ventricular lead integrity alert were met, the impedance of the right ventricular pacing lead was beyond the expected upper range, and that there was oversensing due to non-physiologic signals/sensing integrity counter. Concomitant medical products: 5076 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead was suspected to have a fracture at the tip. The lead was noted to have high impedance and oversensing. The plan was to turn off the detections, disable all therapies, and program all pacemaker functions off. The lead remains implanted in the patient. No patient complications have been reported as a result of this event.